Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. According to the clinician, six implants were replaced in class iii bone during a highly complex procedure entailing a sinus graft. The clinician reports that infection developed around the implant in site #6 and that implant was removed approx 5 months post operatively. According to the clinician the remaining 5 implants are stable.